Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient implanted in (B)(6) 2012, with tomofix tibia plate and screw with chronos wedge. A week ago, patient presented with pain in their knee. As a precautionary measure, surgeon removed the hardware on (B)(6) 2012 and revised the patient to a new tomofix proximal medical tibia plate and screws. It was noted: surgeon used cortical screws along the shaft of the implant during (B)(6) 2012 procedure. For the revision surgeon used locking screws in every hole of the plate. This is 2 of 2 reports.

Manufacturer narrative:
Device: should be "cortex screw."

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.